Event description:
A report was received that the patient was having discomfort at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was having discomfort at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure of the entire scs system. No device malfunction suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.